Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional information determined the following patient code is also related to this event: (B)(4). And the conclusion code was updated .

Event description:
Additional information was reported by the company representative on (B)(6) 2016. It was reported on the date of the report the patient's pump was replaced. The patient&#62688;parents reported that since (B)(6) the pump had saline in it. The patient had experienced severe spasticity which prompted the pump replacement. It was noted that the catheter was aspirated in the operating room and was functioning well. The new pump was filled with gablofen (500 mcg/ml at 25 mcg/day).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2016. The patient was hospitalized last month for suspected pneumonia and possibly intubated because of this. It was possibly related to baclofen withdrawal. Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2016. It was reported the pump had a critical alarm; reset to safe state. The pump logs confirmed a low battery reset on (B)(6) 2016. The last refill was (B)(6). The physician advised that the pump needs to be replaced and that reprogramming the pump will not solve the issue permanently. It was not certain if the clinician was able to reprogram and reset the pump. The physician was aware that the pump would likely fail again even if reset. The low battery reset and pump safe state had not been resolved. It was unknown if surgical intervention was planned or if the issue was resolved. Patient status was alive - no injury. The patient's father was not reporting withdrawal symptoms. The family was making an appointment with neurosurgery.

Manufacturer narrative:
Conclusion code fdc was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a low battery reset of undetermined root cause. Analysis also found a gear train anomaly (corrosion and/or wear and/or lubrication). The gear train anomaly/motor stall was due to shaft bearing. The analysis interrogation printout indicated the patient received preservative free normal saline (1.0mg/ml, 0.1ml/day); programmed as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.